Event description:
As reported, during a laparoscopic inguinal hernia procedure, when firing the optifix at (device #1), the first fastener broke into pieces. The doctor fired a couple more tacks outside the body to clear the tacker, but they all broke into pieces. Another optifix at (device #2), of the same lot was opened. Reportedly, some of the tacks broke, but it cleared out and they were able to finish the case with this device. Area of fixation was soft tissue above the cooper¿s ligament. There was no patient injury.

Manufacturer narrative:
As reported, some fasteners of the optifix at broke into pieces when deployed. The sample was discarded as such not available for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. A review of manufacturing records was performed and found the device was manufactured to specification. This MDR represents device #2. An additional MDR was submitted to represent device #1. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.